Manufacturer narrative:
An internal biomérieux investigation was performed for a customer report of misidentification of haemophilus parainfluenzae in association with the vitek® ms instrument. Biomérieux analyzed the data provided from the customer. - the system was operational during the tests performed in february when an identification to haemophilus influenza was obtained. - the system was not operational during the tests performed in march when an identifications to haemophilus parainfluenza and "no identification (noid) were obtained. - the calibrator's spot preparation quality seemed to be good and homogeneous. This can be extrapolated to the sample preparation quality. - cnr identified the strain as haemophilus parainfluenzae; but the method used was not disclosed by the customer. The identification haemophilus parainfluenzae based on the cnr result via unknown method, needs to be confirmed by sequencing (reference method). A strain return was requested to continue the investigation, however the strain is no longer viable. As the isolate identification could not be confirmed by a reference method, there is no evidence to support that the vitek ms system malfunctioned.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of haemophilus parainfluenzae (h. Parainfluenzae) as haemophilus influenzae (h. Influenzae) in association with the vitek® ms instrument (reference 410895). The identification was confirmed as h. Parainfluenzae via a reference laboratory. In addition, the customer retested the sample and obtained a h. Parainfluenzae identification. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation has been initiated.